Event description:
It was reported that during a lead replacement procedure, the new lead was exercised on the table before placing the lead in the patient. The helix would not extend. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a lead replacement procedure, the new lead was exercised on the table before placing the lead in the patient. The helix would not extend. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event. A lawsuit alleged that the patient "sustained a barrage of electronic shocks to [the patient's] body and [the patient] had to be rushed to the hospital for emergency surgery." The patient alleges that the implantable cardioverter defibrillator (ICD) was "defective, unfit, and unreasonably dangerous due to its faulty wiring." As a result, the patient suffered from a "heart attack along with other physical and mental injuries." The ICD was removed and replaced. The right atrial (ra) lead is still in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed ana analysis revealed that the helix disengaged from helical channel.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A correction has been made to the device (B)(4) and lead (B)(4). Evaluation summary: (B)(4) the full lead was returned and analyzed and analysis revealed that the helix disengaged from helical channel. (B)(4): the device was not analyzed as it met its expected longevity.